Manufacturer narrative:
Date MFR rec: additional information submitted on 2017-10-06 was received on 2017-09-20. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was reported as pipeline flex device did not open (fail to expand (B)(4)) on initial 30 day report. The incident has been clarified as in b5. Pipeline flex device did not come out of the microcatheter due to resistance is not a reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information clarifying the reported event. It was reported pipeline flex device did not come out of the microcatheter due to resistance during a flow diversion procedure. There was no issue with the opening of the device as originally reported as it was not able to exit the microcatheter.

Manufacturer narrative:
The reported device will not be available for return as it was discarded. As a result, product evaluation cannot be performed and the reported event could not be confirmed. The cause of the event could not be conclusively determined from the available information. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the pipeline flex did not open at the target location of the m1 during a flow diversion treatment. The patient had a 10mm cerebral aneurysm. The vessel tortuosity of this patient was described as slightly severe, medium size in diameter. When the physician confirmed the pipeline did not open, the intracranial support catheter was delivered further to the microcatheter tip but this did not help. The physician pushed hard and the tip of the flow diverter was exposed, but the protective sleeve failed to release. The pipeline and microcatheter were removed from the patient and new devices were used to complete the procedure without injury. The patient was reported as doing fine after the procedure.